Event description:
It was reported that the facility had an autocat 2, intra-aortic balloon pump (iabp). The iabp's power supply had a blown fuse. The local biomed had corrected the problem by repairing the power supply. They replaced what was described as "some weak capacitors." The cause was internal to the iabp power supply itself.

Manufacturer narrative:
(B)(4). Product will not be returned for eval.